Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to a sudden spike to high out-of-range pace impedance measurements greater than 3,000 ohms. Ra lead trends showed bipolar ra pace impedances were previously stable in the 650s-670s ohms range. Unipolar ra impedance measurements have been stable in the 370s-380s ohms range. The device stored episodes containing myopotential noise on the atrial channel. Additionally, there was functional undersensing of ra flutter waves due to cross-chamber blanking after rv-sense. As a result, it was unlikely that this implanted system was able to enter and maintain a mode switch. Technical services (ts) discussed troubleshooting options and programming considerations, such has turning off atrial sensing and setting the device mode to vvi(r). This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.